Event description:
Upon interrogation, an error message stating ¿condition 267¿ was displayed. Device reset was not successful. The patient is undergoing radiation therapy. Device explant was recommended. (B)(6) 2012 ¿ we were informed that there are no plans to explant the device at this time.